Event description:
Inbound. Patient reports two-tone beep on pump with reservoir volume at 95,6 milliliters and then it went to a no disposable alarm, both pumps are alarming with this cassette, lot# 4196395, exp 9/20/2026. No further details provided.